Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Also, an associated product hla3g has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device was located on tooth # 36 and was used for approximately 7 years. X-ray images were provided by the customer, see attachment in complaint. The x-ray image shows the patients mouth and circled the fracture product. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19) information identified: contraindications, warnings, precautions, breakage DHR review was completed for the subject lot number (62156126). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62156126) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed per x-ray submitted by customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant would remains in patient's mouth because to remove the implant would create a huge bone defect and a new implantation would hardly have been possible at this point. Doctor decided to put to sleep the defective implant, no longer usable and placed a new implant next to it. In addition, there is no further trauma for the patient.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported implant fractured. Patient had pain as a consequence of the event. Implant remains in patient's mouth.